Event description:
Customer reported unexpected negative reactions on the abs2000 for antibody screen on a patient with a historical anti-fya. Testing on another abs2000 resulted in a postive antibody screen. Manual tube testing was performed with 2+ reactivity at the antiglobulin phase of testing.

Manufacturer narrative:
Result files from the instrument displayed 99% negative reactions with ready-screen cells I and ii on 10/20/06 on abs2000. Results files from the retest of the sample on another abs displayed 100% 1+ positive reactions. A service call was performed. The pressure and vacuum were out of range and the vacuum filter was changed. Adjusted the washer for proper evacuation. The adjustments returned the instrument back to expected function.